Event description:
It was reported that during a hemodialysis graft pta treatment procedure, removal difficulties were encountered. The ultra-thin sds balloon had been inserted through a 6f sheath with a 0.035" benton guidewire. The physician had successfully inflated the balloon twice, to 18atms each. The physician was withdrawing the balloon from the sheat to check the angiographic image of the lesion when the balloon became caught in the 6f sheath. The balloon was removed with the sheath as a unit, and replaced with another 6f sheath and balloon to successfully complete the procedure. The patient is reported as "fine" following the procedure. No pt injury or complications were reported.